Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a small gas bubble that formed near the canal during a refractive procedure. Bubble prevented cutting over an area of about 1.5 millimeters in diameter. Surgeon used a knife. No problems with applanation, suction or positioning were reported. Upon follow up, the patient was treated in a standard way after manual delamination with a crescent knife of the untreated part.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. The treatment report showed too much fluid between cornea and patient interface. The flap was not correctly centered and therefore the canal cut (which is also a bit too long) could not vent appropriately. Fluid and corneal lacrimation might have built a fluid layer which additionally reduces the flap thickness. The root cause could be determined to be a decentered flap leading to an inappropriate canal venting and too much fluid used for treatment of the cornea. Contributing factors are the age of the patient, docking technique. A bubble may absorb, reflect or block the femtosecond laser energy and the bubbles density may be a potential factor causing an incomplete flap. The manufacturer internal reference number is: (B)(4).